Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and a leak was observed at the joint of the tubing and the second y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition was due lack of solvent at the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the luer activated valve below the regulating clamp which resulted in a leak. Iron leaked onto the patient. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.